Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The doctor reported that there was difficulty removing the guide wire from the catheter after placement. Therefore, both the catheter and the guide wire were removed as one unit and replaced with a new kit (PICC). The doctor stated that the kit was used according to the instructions. It was reported that when the doctor opened the first device, the catheter and the guide wire were separated; the cap used for handling the wire removal seemed undamaged. There was a small kink noted about 31.5 cm from the cap end (this was noted on the first device prior to use). The spirally wrapped wire was separated from the solid core, starting about 3 cm from the tip of the wire and the spirally wrapped wire was pulled straight/unraveled, according to the reporter this was noted on the first device prior to use.